Manufacturer narrative:
Qn# (B)(4). The reported complaint of "black screen" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the pump display afternoon suddenly black screen, all the operating information missing, the doctor in charge of the immediate examination of the patient, the patient's vital signs are still stable, check the various connecting wires in place, reboot the device is ineffective, the doctor to assess the patient's the doctor assessed the patient's condition and removed the catheter and stopped using it for observation. At present, the patient's condition is stable".

Event description:
It was reported "the pump display afternoon suddenly black screen, all the operating information missing, the doctor in charge of the immediate examination of the patient, the patient's vital signs are still stable, check the various connecting wires in place, reboot the device is ineffective, the doctor to assess the patient's the doctor assessed the patient's condition and removed the catheter and stopped using it for observation. At present, the patient's condition is stable".

Manufacturer narrative:
Qn # (B)(4).